Event description:
Complaint: attempted to flush the catheter through the handle flush port. The irrigant came out through the handle and not through the distal end of the catheter. Therefore the device wasn't inserted into the pt. Date occurred 6/00. No pt injury.